Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during demonstration, the duodenovideoscope tested positive for 5 colony forming units (cfus) of aerobic microorganism at 30 degrees for 3 days and 8 cfus of aerobic microorganism at 30 degree for 5 days. The device was retested on (B)(6) 2026 and test positive for 21 cfus of staphylococcus aureus. The device was tested again on (B)(6) 2026 and tested positive for 25 cfus of staphylococcus aureus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.